Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced wound healing issues. As a result, the device was explanted. Follow-up report indicated the patient developed an infection at the ipg site seven weeks after explant and was provided with IV antibiotics. There have been no further reports of complications.